Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via user-facility medwatch# (B)(4) that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The ruptured balloon was removed intact from the patient. No patient complications were reported.